Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged one day post implant. The lead was removed as the physician suspected tension on the lead may have damaged it. A new lead was successfully implanted. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.